Event description:
Reporter indicated the patient suffers from multifocal epilepsy with complex-partial seizures (approx. 30/month), generalized tonic-clonic seizures (12/year), and fall attacks, which no longer occurred after vns implant on (B)(6) 2000 until (B)(6) 2013. Since the vns reprogramming of rapid cycling on the (B)(6) 2012 there was a significant decrease in the intensity and duration of complex partial seizures, and the patient was feeling normal once again. The seizure frequency of complex-partial seizures have not significantly changed. Generalized tonic-clonic seizures have also been slightly reduced in frequency. In (B)(6) 2013, suddenly without a trigger, and without changing the medications, fall seizures occurred again (for the first time since the initial implantation 2000), from (B)(6) 2013 - (B)(6) 2013. The vns magnet did not seem to help. An ifi message was noted during interrogation of the vns generator on 06/20/2013, but then the ifi disappeared on (B)(6) 2013. Due to the suspicion the generator was not working properly and the clinical impression of the patient, the patient had vns generator replacement surgery on (B)(6) 2013. Since the replacement surgery, the complex-partial seizures have significantly reduced in frequency (1-2 x/week), and the post-ictal recovery occurs quickly. So far, no fall attacks have occurred.

Event description:
Reporter indicated a patient was having increased drop seizures since (B)(6) 2013, and is significantly more impaired. The reporter is concerned the generator may have depleted too quickly, as the patient was implanted in (B)(6) 2011. The duty cycle for the generator settings was 44%, which will deplete the generator faster than lower duty cycles. The generator currently reads 25% battery status, which is not end of service. With the patient¿s vns settings of 2.25ma/30hz/500 pulsewidth/30sec on/0.8min off, the generator is expected to last approximately 0.9 ¿ 1.3 years until the ifi flag (18% battery left) is triggered. It is possible the patient may have the generator replaced, but this was not confirmed. All attempts for additional information have been unsuccessful to date.

Event description:
The explanted generator was returned and product analysis was performed. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The reported ¿premature end of life (eol)¿ allegation was not duplicated in the pa lab. However, the battery, 2.757 volts as measured (measured diagvbat) of the final electrical test, shows an ifi condition. The data in the diagaccum consumed memory locations revealed that 96.159% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.